Event description:
It was reported that the asymptomatic patient presented having received a patient notification for high, out of range, high voltage lead impedance. Provocative tests were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.